Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue. However, the fse verified an occurrence of low vacuum/rapid gas loss alarm in the unit's logs. The fse performed a full functional and calibration check and no further issues found. The iabp was then released to the customer for return to clinical service. The full event site name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming and not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was alarming and not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.